Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported that communication cannot be established/could not be interrogated with either the clinician programmer or the implantable neurostimulator recharger (insr) as of (B)(6) 2016. Three different clinician programmers were used unsuccessfully, and the patient programmer (pp) was not tried as of date notified. The patient was seen by a nurse practitioner for headaches and other pain, and the hcp contacted a manufacturer representative (rep) who suggested the ins may be flipped. X-rays were taken on (B)(6) 2016 which showed that the ins was not flipped. Battery calculation was reviewed with the hcp, with the following settings provided. Amp: 3v, pw: 60us, rate: 160hz, impedance: 548ohms, and amp: 2.5v, pw: 60us, rate: 160hz, impedance: 472ohms. Indication for implant is dystonia.

Manufacturer narrative:
Upon further review new codes were added.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.